Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and locked down on the cystic duct. They removed the device by wiggling it off of the tissue. It is not known if there was tissue damage. They used another device to complete the procedure.